Event description:
During a procedure the plasmakinetic superpulse system initially cut and coagulated the prostate tissue but stopped early in procedure. System read "current error". The superpulse system was placed into another gyrus system. Pt's left leg twitched upon firing but system still read "current error". A new plasmakinetic superpulse system was obtained and attached to second gyrus system. Cut and coagulation of tissue returned. The malfunctioning system was removed from field. Procedure completed with no harm to the patient.

Manufacturer narrative:
This device will not be returned for evaluation. At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly. A review of the past year's complaint data ((B)(4)) does not indicate trending for this type of customer complaint. The device was not returned for evaluation. The complaint will be logged for trending purposes.